Manufacturer narrative:
The user facility reported thirteen allergic reactions from reusable level iii surgical gowns. The reported symptoms were: rash on arms. There was no further information provided about follow-up care. The user facility did not return any of the products for evaluation. Novo health services completed reviews of the following processes. The titrations of formula 1 (surgical gowns) for november and december are within range. Reviewed the ph levels on the laundry formulas for november and december are within range. Tested the cuffs and collars of randomly selected level iii gowns for residue, no residue chemicals found. There has not been any change in the dye of the reusable surgical gowns. Chemical supply did an on-site review of the formulas and equipment, all within the normal range. Reviewed the importance of loading the washers with the appropriate staff.

Event description:
The end user reported two employees had a "break out" on their arms after wearing l3 resuable surgical gowns.